Event description:
Additional information: it was reported that the event remained ongoing and further investigation had not resulted in a solution being found. It was suggested that the problem was due to the pump failing to deliver a steady, simple continuous flow of drug. The patient was on doses averaging 660mcg/day; however, one day she would present 'extremely floppy' with signs of overdose; without altering dosage the patient would present on a second day with extreme spasticity indicating withdrawal. The surgeons had performed a second csf aspiration to confirm correct catheter placement. A dye study was performed to show that drug was being delivered to the intrathecal space successfully and unhindered. Furthermore, they had changed baclofen batches to rule out the drug and had verbally confirmed that oral medications were not being varied. The 'next step' was to perform a pump replacement; however, the reporter wanted to rule out all possible issues before replacing the pump. It was later reported that at the time of the report there was no suggestion of a pocket fill. There were no alarms or stall recorded in the pump logs. Manufacturer refill kits were always used. Catheter placement and connection had been confirmed and no blockage or leakage was seen on x-ray using dye. The concentration of lioresal was 3000mcg/ml. It was discussed that the maximum approved concentration of baclofen was 2000mcg/ml and that using non-approved medication could possibly result in issues with the pump tubing causing occlusion and overdosing as well as pump corrosion. It was noted that the unit had been implanted for 'over 10 years,' therefore a very thorough troubleshooting procedure was performed. The reporter stated that 'the effects seem so extreme, in both situations! And repetitive!' The reporter was to recommend to the physician a maximum of a 2000mcg/ml concentration. It was also reported that at this time the patient was 'floppy' but conscious. The surgeon had refilled the catheter with drug and suggested that he may have cleared a blockage during his investigations. The physician was to consider reducing the drug concentration in order to be able to more accurately change the dosage, suggesting the patient may have been hypersensitive to any change in dosage. The surgeon did not revise the pump as the patient was currently stable. It was reported nearly a week later that the patient had not yet had a revision done. The consultant did not feel that a roller study was going to be purposeful as he said the problem was intermittent and extreme therefore the patient would have to be screened over a 24 hour period to establish if there was a roller issue. The patient¿s dosage was slowly increased on 10mcg increments to see if a stable delivery could be achieved. The neurosurgeon reported extreme variation in patient stability daily and the problem still was not resolved. It was reported that until 'a couple months ago' the patient was having good therapeutic effect at 400mcg/day dose with a concentration of 3000mcg/ml. The reporter stated that 'the past few days' the 10mcg dosage increases had no effect up to 640mcg/day. On the day of the report, the dosage had been increased to 650mcg/day and the patient's legs had gone from 'very spastic, spasm ++ and she was alert' to her legs being very relaxed and drowsy. The patient was not on any oral baclofen or tizanidine. The reporter stated that 'this had been the experience over the last few weeks with really an all or nothing effect.' The dosage was left at 650mcg/day to 'see what happens.' It was reported 3 days later that the neurosurgeon had made the decision to replace the pump on that day; however, confirmation of the replacement was not provided. The pump was to be returned.

Event description:
It was reported that there was a pocket fill and the patient experienced a decrease in therapeutic effect. Following the initial pump implant, the patient experienced good results. In 2 the weeks prior to the report date, the 'patient has deteriorated considerably with major increase in spasticity'. A healthcare provider performed some troubleshooting, with suspicion that catheter had slipped, disconnected or torn. On surgical I investigation, and on opening the pump pocket, there was a volume of fluid released. The fluid was confirmed not to be cerebral spinal fluid (csf). On investigation of the catheter, all proved sound, with csf being drawn back through the catheter access port. On interrogation of the pump, the expected residual volume (erv) was 11.5mls of baclofen; however on emptying the pump, the actual residual volume (arv) was 0.5mls. A conclusion was reached that there was a pocket fill at the last refill date, resulting in patient not receiving therapy successfully. Pump was refilled on the table, and patient remained "inpatient at the hospital for assessment", following the procedure. The patient outcome was noted as: "patient issues resolved". The medication administered via the pump was compounded baclofen.

Event description:
Additional information received reported that the event and notification dates were different from the previously reported. The accurate event and notification dates were (B)(6) 2012.

Event description:
It was reported, the pump was replaced. The patient was stabilized on her new implanted pump. The patient had been converted to a 2000mcg/ml dose, supplier to be confirmed and had been reduced to 325mcg/day.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies. The complaint indicated a possible pocket fill along with overdose and increased spasticity. The septum was inspected and did not leak during analysis, and the pump passed all dispense and infusion accuracy testing. Destructive testing revealed no significant anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.